Manufacturer narrative:
A medtronic representative clarified that the surgeon reported that the navigation clamp was not holding well, but he managed to complete the navigation with no issues after he tightened the clamp to the anatomy (and possibly over torqued the screw system). The rep realized that the thread system was damaged when he performed an inspection of the instrument at the end of the surgery. Further engineering review of the incident found that the rep reported that the navigation clamp was not tight and the surgery continued after tightening of the navigation clamp. The damage to the clamp was noticed after surgery and the part was removed from further use. The most likely cause of the inaccuracy was not properly securing the clamp at the beginning of the surgery and the most likely cause of the damage to the instrument was over-torquing the device during use. The instructions for use (IFU) that accompany the device contain the following warnings: use the suretrak® ii assembly only with instruments that have a rigid and fixed working length. Movement of the distal end of the instrument with respect to the fighter will result in an inaccurate display of the instrument location. Do not attempt to use the suretrak® ii system if any components appear to be bent or otherwise damaged.

Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Patient identifier provided.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
It was later reported that while the surgeon was navigating the kyphoplasty, the suretraked instrument was unintentionally placed in the spinal canal. The amount of inaccuracy noted was 0.5mm to 0.8mm. There was no harm to the nerve structures and no consequence to the patient outcome. The surgeon rechecked/retightened the suretrak onto the instrument and completed the surgery with the use of navigation. The suspect suretrak clamp was returned for evaluation: the adjustment screw had been cross threaded and was no longer functional. A new clamp was sent to the site for issue resolution.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the screw on a tracked clamp instrument was damaged. The screw damage prevented the clamp from being fully tightened to an instrument which was reported to have caused an unexpected inaccuracy during the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.